Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was under delivery. Customer¿s current blood glucose is 220 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the manual shots. Troubleshooting was done for high and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08720 inches.